Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited oversensing of noise resulting in storage of signal artifact monitor (sam) episodes and disablement of the minute ventilation (mv) sensor. Further review was recommended to the physician. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.